Event description:
Axonics neurostimulator device, implanted (B)(6) 2023, manufactured by boston scientific, directly caused severe, debilitating pelvic floor muscle spasm disorder, which lasted several years, until the device was removed on (B)(6) 2026. I went to five different entities to try to treat said disorder (pcp, gynecologist, urologist, urogynecologist, & pelvic floor pt) to attempt to get the spasms to go away; all to no avail. This axonics device severely impacted my quality of life since the pelvic floor muscle spasms were constant and very painful, making living every single moment pure torture. I would not wish this problem on my worst enemy. It was awful and unbearable! Please, someone contact me so that this horrible incident can be documented and there will be awareness of this issue to prevent others from having to endure said disorder by having the device removed should the debilitating side effects occur. Again, I need someone to contact me so that I can get the word out in order to help other people who surely suffer from what said device is capable of doing. As a side note, the neurostimulator was turned off while in my body, and the spasms not only continued, but got progressively much worse as every agonizing day went by. I am attempting to file a formal complaint with both axonics and boston scientific, but can not seem to get anyone to acknowledge my complaints. Someone please help me.